Event description:
It was reported that during an anterior lumbar interbody fusion (alif) procedure, the graft bolt snapped in half during insertion.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: the graft bolt fragment was sheared through the proximal-most fenestration ~14.8 mm from the head of the graft bolt. Additionally, a portion of the shank thread major had been peeled away. The root cause is likely a result of excessive insertion torque. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: care should be taken in performing screw hole preparation to facilitate a proper graft bolt insertion trajectory and implantation. Confirm under fluoroscopy that the graft bolt insertion angle is as close as possible to a 40° trajectory. A shallow or incorrect graft bolt trajectory may result in encroachment of the spacer and lead to graft bolt breakage. Possible adverse effects: possible adverse effects include: initial or delayed loosening, bending, dislocation, and/or breakage of device components.